Manufacturer narrative:
A specific root cause could not be determined. Pre-analytic handling of the sample is believed to be the most likely root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose hk (glucose). The sample initially resulted as 220 mg/dl and this result was reported out to the patient. The patient complained about the result and immediately asked the laboratory to repeat the test. The sample was repeated and resulted as 82 mg/dl. The patient was not adversely affected. The glucose reagent lot number and expiration date were asked for, but not provided. The service engineer checked the instrument and ran precision testing, finding satisfactory results.